Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during bench analysis of the device, an emergent issue of damage to the center pin of the charging port was discovered. As the device was at a third-party bench repair facility at the time of discovery, there was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.